Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included hypothyroidism. Concomitant products included levothyroxine since (B)(6) 2015 for hypothyroidism as well as norethisterone acetate (norethindrone acetate). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/massive bleeding for 21+ days"), menorrhagia ("menorrhagia/massive bleeding for 21+ days"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal cramping/ pain"). On an unknown date, the patient experienced complication of device removal ("my doctor only took my uterus and cervix out. He said my fallopian tubes were to high"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: essure device was deployed in both tubal ostia without incident. Three rings were showing bilaterally. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received. Concomitant medication and condition added. Events: abnormal bleeding (vaginal) massive bleeding for 21+ days, menorrhagia, bladder or urinary problems or changes, abdominal cramping/ pain, did not undergo confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included hypothyroidism. Concomitant products included levothyroxine since (B)(6) 2015 for hypothyroidism as well as norethisterone acetate (norethindrone acetate). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/massive bleeding for 21+ days"), menorrhagia ("menorrhagia/massive bleeding for 21+ days/ menorrhagia(heavy menstrual bleeding)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal cramping/ pain"). On an unknown date, the patient experienced complication of device removal ("my doctor only took my uterus and cervix out. He said my fallopian tubes were to high"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, complication of device removal, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure device was deployed in both tubal ostia without incident. Three rings were showing bilaterally. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Updated outcome of pelvic pain from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.